Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the motor drive unit would not spin the disposable handpiece correctly. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based, has been received, however, the product evaluation is not yet complete. Any further info. Derived from the evaluation will be submitted in a supplemental form.